Event description:
Patient was in the pacu and the ambit pump started alarming "cass". Pump was turned off, cassette was rewound and then pump was turned on again. A new pump with a new cassette was utilized. We've had 3 events at santa monica hospital with the same concern in which the "cass" alarmed requiring a new cassette to be placed.